Event description:
Healthcare professional reported right side "rupture". Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device analysis results: based on the product analysis performed, the assessments of the complaint codes are: rupture: observed three openings assessed as surgical damage. As per the investigation procedure, creases and non-penetrating nicks were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, corrected and/or changed data: d.9, h.3, h.6.

Event description:
Healthcare professional reported "rupture". This record is for the right side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, b5, d6b, h6.

Event description:
Device was explanted and replaced.